Manufacturer narrative:
During processing of this incident, attempts were made to obtain explant date and patient information (weight); however, no further information was received. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient had stopped charging their ipg rendering the ipg inooerable. The patient's system was explanted at an unknown time as a result.